Manufacturer narrative:
Product complaint # (B)(4). (B)(4) - device not returned. Additional information was requested and the following was obtained: if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeons name, contact information and sign release of medical information form attached. Dr (B)(6), (B)(6). Ppc now is dr (B)(6). Dr (B)(6) done the mesh surgery he has all info on it for [patient]....(B)(6) .....they are located in (B)(6) they would not give us the information we need ...but they done 2 different hernia surgeries. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Adverse events associated with patient's first event reported via mw # 2210968-2018-72552. Adverse events associated with patient's second event reported via mw # 2210968-2021-05570.

Event description:
It was reported that a patient underwent an unspecified hernia repair procedure on an unknown date and the mesh was implanted. It was reported that the mesh caused the patient ten years of pain. It was also reported that the patient continues to suffer from pain and is unable to work. Additional information was requested.